Event description:
It was reported by service report that the fowler won't go down completely on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - bent sa finger.